Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after firing one staple, the second staple and after didn't come out from the stapler during a surgery. Therefore, a new unit was used to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the staples were misaligned with one staple having been pushed on top of the others at the front of the cover block. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing. Flash in the cover block was discovered after disassembly, as well as die cast anomalies on the forming tool. A DHR review was performed with no evidence to suggest a manufacturing related cause. A lot number was not provided with this complaint sample, but a potential lot number was found through sales history. Per DHR the product visistat 35r 6/box lot # 73b2200424 was manufactured on 02/15/2022 a total of 18,000 pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after firing one staple, the second staple and after didn't come out from the stapler during a surgery. Therefore, a new unit was used to complete the procedure. No injury to the patient occurred".